Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an unexpected high ultra filtration (uf) for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:31:00. During night drain cycle six, the patient's ultrafiltration reading was 8902ml, indicating the home patient (hp) drained 8902ml more than their maximum programmed fill volume of 2500mlno additional information is available.